Event description:
A peritoneal dialysis pt reported that when he opened up the cassette door the last couple of nights fluid was leaking out of the cassette. The inside of the cassette door has moisture in it from the solution. He performed manual exchanges for that night. There is no report of pt ill effect. There is no sample available for eval.